Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced intermittent undersensing on atrial fibrillation (af) episodes. It was further noted the icm experienced oversensing noise on tachycardia episodes. The icm remains in use. No patient complications have been reported as a result of this event.